Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), when the delivery system was pulled out of the body of the delivery system according to normal procedures, the proximal seal was missing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. H3 correction: device not returned has been changed to device discarded. Internal complaint number: (B)(4).

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), when the delivery system was pulled out of the body of the delivery system according to normal procedures, the proximal seal was missing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.